Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the basal history and delivery was missing information from recent bolus deliveries. The customer's blood glucose level was 140 mg/dl. Ultimately, the pump displayed the accurate history. Reportedly, the customer continued using the pump for insulin therapy.